Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v015429, implanted: (B)(6) 2007, product type: lead. Product ID 3889-33, lot# v015429, implanted: (B)(6) 2007, product type: lead. Device was used for an off label indication. The indication the device was used for was urinary dysfunction/sacral nerve stimulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient had a bilateral lead implant. The implantable neurostimulator (ins) was explanted for an unknown reason in (B)(6) 2014 and the partial system of a lead fragment was left behind. The hcp saw 1 lead distal end and 4 contacts. They were unable to see how long the fragment was. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information was received from an MRI technician on 2017-may-07. The patient was having an unrelated MRI. The MRI technician reported that the leads or partial leads remained implanted. The MRI technician did not have any further details about the event. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.